Event description:
It was reported to philips that the tube was defective. The patient was moved to another room. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was performing diagnostic treatment, and due to the issue, the planned examination had to be cancelled and moved to a neighboring laboratory. A philips remote service engineer (rse) connected remotely with the customer, and log analysis confirmed the reported issue. A philips field service engineer inspected the system on-site and resolved the issue by replacing the x-ray tube. After tube replacement, the system was returned to use in good working order and was ready for clinical use. The defective tube was returned for failure analysis, which confirmed that the filament had worn out. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.